Manufacturer narrative:
Per correct codification pc recognised device or procedural complication added to the codes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 17, 2023 indicated that the patient scheduled for removal on (B)(6) 2024. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with mentor memorygel profile 450cc silicone breast implants which the there is issue bilaterally with capsular contracture after implantation. Patient having symptoms of chest pain, feeling of rippling, soreness, tightness. The MRI examination showed normal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.